Event description:
Pt underwent emergency surgery for bleeding gastric ulcer on 10/24/98. Uncomplicated recovery until post-operative day six when pt developed abdominal distention and pain. Free air seen on abdominal xrays. Operative exploration revealeed failure at mid portion of staple line.